Event description:
A surgeon reported a pt with glistenings large cystic changed in the intraocular lens (iol) three years following iol implant surgery. In a follow up with the surgeon, he reported he is seeing "opacities" at all levels of the lens. The pt does have some posterior capsule opacification (pco). The surgeon reported the pt is experiencing blurry vision and glare. The surgeon is planning to exchange the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. No enough information was provided from the account to properly complete an investigation. Additional information was requested on 05/16/2012 and 05/30/2012 by phone, fax, and mail. Additional information was received in a follow up phone call on 05/17/2012. A completed questionnaire has not been received. (B)(4).